Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD; 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a rise in threshold measurements. Reprogramming was done, and the lead remains in use. The patient is a participant in the electrocardiogram (ECG) belt for cardiac resynchronization therapy (crt) response clinical study. No patient complications have been reported as a result of this event.